Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An alarm occurred from the dialysate delivery system followed by a nxstage one system alarm during a routine hemodialysis treatment. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the pt's blood as instructed in the user's guide in the event alarms are not resolved. The dialysate delivery system alarm was found to be most likely caused by a loose waste line connection by the operator. Occasional alarms during hemodialysis are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.